Event description:
It was reported that the customer called a diabetes clinic, his blood glucose was running high, and he was unable to control his blood glucose with the insulin pump. The diabetic clinic advised him to use a hypodermic needle. At the time of calling the clinic on (B)(6) 2014, his blood glucose was between 226 mg/dl and 230 mg/dl. On the day of reporting, the customer's blood glucose was 286 mg/dl. Insulin came out of the tubing during a bolus and the customer did not receive any alarms that would indicate he was not receiving insulin. Troubleshooting was performed. Insulin exited the tubing during manual prime and no leaks or air were found. The customer did not wish to run high pressure test or remove infusion set to check cannula. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).